Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for manufacturer laboratory investigation but product was not available. An internal clinical assessment has been performed based on the received complaint report. It seems that this incident has not been a user error but rather a failure of the spike. Summarized it could be added that this case is not as critical assessed. A review for similar complaints was performed. Mcp is known of similar complaints were the reported failure of piece part 05508#einstichdorn komplett was confirmed during investigation. Based on this the failure "cap felt off of the spike" could be confirmed. The affected piece part is not manufactured by mcp. The most probable cause of the failure is according to the supplier storage at too high temperature which could soften the material and achieves the shape of the seat, so the elastic deformation is strongly reduced and consequently the retaining force decreases. Thus, according to the information given by our supplier, exact root cause could not be defined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Description from the customer report: "during priming, or use, the cap shoot off the spike. No bloodloss, no hazard to the patient. Only the line cannot be used anymore." (B)(4).

Manufacturer narrative:
The device history record of the lot has been investigated by maquet cardiopulmonary (B)(4) no abnormality was found. Moreover, no scrap record for the related material was found. Also, the "in-process control" form was revised with the 100% visual control of the bc sets. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).